Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue and replaced two psc power supplies. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical, inc. (Isi) received the replaced parts involved with this complaint and completed the device evaluation. Failure analysis of both power supplies with an in-house system, passed testing specification and confirmed no functional issue. It was identified that both power supplies are 2.8 years old and were proactively scrapped.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient side cart (psc) was running on battery. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Upon verification, one green bar was lit for the psc and error codes 816 and 417 were confirmed by the tse on the psc power supplies. The tse had the customer power cycle the psc and try another outlet; however, issue persisted. The customer undocked the psc and converted the procedure to laparoscopic surgery to complete the procedure.